Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2015-01155. Hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the physician was unable to advance two ruby coils through another manufacturer's microcatheter and both were removed. The physician also attempted to deliver another manufacturer's coil but the coil could not advance through the microcatheter and was removed. The procedure was successfully completed using a new ruby coil and different-sized coils from the other manufacturer. There was no report of an adverse effect to the patient.